Event description:
The physician attempted arteriotomy closure with two perclose a-t (the closer ak) devices following a diagnostic procedure. It was reported that both devices had a cuff miss of suture break. Manual compression was applied and achieved hemostasis is fifteen minutes. The patient was transferred to the intensive care unit for a continued observation. Four hours following the procedure, a hematoma of "significant size" was noted at the arteriotomy site and the patient experienced "lowered b/p". The physician was notified and manual compression was held at the site. Blood was drawn for crossmatch, hemoglobin and hematocrit levels. The patient was transferred to CT scan to rule out a retroperitoneal bleed. In CT, the patient was transfused with three units of blood. The CT scan was negative for a retroperitoneal bleed. The patient returned to the intensive care unit where they received a total of eight units of blood. It was reported that the patient remained hypotensive. The next day, the patient experienced a cardiac arrest. The patient was successfully resuscitated with CPR but remained hypotensive with a blood pressure of 62/18. A do not resuscitate order was given the following day at 650. The patient expereinced a cardiac arrest a short time later and expired. There was no autopsy performed. Though requested, no additional info was provided.